Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
A distributor of infutronix reported the following on behalf of an end user on (B)(6) 2020 :"a pin sized hole in the tubing. Lead to a 5fu leak." The contract manufacturer of the affected device is (B)(4).